Event description:
It was reported that the device was generating excess heat and patient obtained a burn during the case. The patient received basic first aid. The procedure was completed successfully without a surgical delay.